Event description:
The customer reported the vm6 device was involved in a patient death at the hospital. The customer stated they had an operational question regarding the behavior of the device when the pacer and arrhythmia settings are disabled. Information was provided to the customer but it is unknown if the device contributed to the patient death. Multiple calls have been placed to obtain additional information but at the time of this reporting decision, no response has been received. Due to a lack of information, this complaint is being made reportable.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.